Event description:
Called to report high blooed glucose, relative related that relative smells insulin and bubbles appearing where the tubing connects with the reservoir. All the reservoirs were from the same lot and relative did not have any others. Relative did try different infusion sets from different lots and leaking still occurred.